Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary for (B)(4): no anomalies found. Additional findings of defib conductor distorted, inner tubing kinked/buckled, helix mechanism distorted/bent, blood in/on helix mechanism (sleeve head) and helix mechanism, damaged at implant. Full lead returned and analyzed.

Event description:
It was reported that the right ventricular lead had an apparent fracture and high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.